Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 428 mg/dl. Troubleshooting was declined for the high blood glucose; the customer stated that she did not connect her infusion set correctly. No products were returned or replaced.